Manufacturer narrative:
D2b: pro code (product code): dre; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. A versacross connect radiofrequency (rf) wire was used to gain trans-septal puncture. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned in the patient when a decrease in the patient's blood pressure was noted. A transesophageal echocardiogram (tee) imaging sweep of the patient's heart was performed. The tee imaging showed that the patient had a pericardial effusion. The closure device was released and successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis to treat the effusion. The bleeding continued so the patient underwent a sternotomy to treat the effusion. The patient was transferred to inpatient unit in stable condition. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. A versacross connect radiofrequency (rf) wire was used to gain trans-septal puncture. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being positioned in the patient when a decrease in the patient's blood pressure was noted. A transesophageal echocardiogram (tee) imaging sweep of the patient's heart was performed. The tee imaging showed that the patient had a pericardial effusion. The closure device was released and successfully implanted in the laa of the patient. The physician then performed a pericardiocentesis to treat the effusion. The bleeding continued so the patient underwent a sternotomy to treat the effusion. The patient was transferred to inpatient unit in stable condition. There were no other complications that were reported to have occurred. The patient is expected to make a full recovery. It was further reported, that the versacross rf wire was located outside of the body at the time the pericardial effusion was discovered. Multiple attempts were not required to track up/down into position on the septum before transeptal puncture tsp was performed. There were no difficulties encountered with position the sheath/dilator for tsp. There we no other difficulties with the tsp. There were no issues encountered during tsp. There were no issues with visualization. There was no reason to suspect excessive force was applied during tsp. There were no difficulties gaining transseptal access. The patients current condition is unavailable per account.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.